Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and decreasing impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4568 implantable pacing lead (B)(6) 1998.